Event description:
It was reported to philips that the device displayed a message "interferences, analysis impossible" in dsa (AED) mode. In manual mode, the device worked well and the issue was the same with any therapy cable. There is no report of patient involvement.